Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy surgical procedure, the white wheel was too loose on the monopolar curved scissors (mcs) instrument as it can no longer move the seats and the cable was broken. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 07-oct-2025: the instrument was inspected prior to use and there was no damage. There were no issues related to opening/closing the grips. The cable was torn and the reporter stated that they were not able to do anything. There was no cable visibly protruding from the distal end. There was no instrument collision during procedure. A replacement instrument was used to complete the procedure.